Manufacturer narrative:
Batch review performed on 29 september 2017. (B)(4). On 19 october 2017 the medical affairs director performed a clinical evaluation and commented as follows: stem revision at 5 years following cementless primary tha. The stem looks slightly undersized, the cup evidently proud from acetabulum. It is conceivable that the stem has not been able to find adequate primary stability and therefore effective bone ingrowth was never achieved. There is no indication that a faulty implant caused the adverse event. Additional information received on 19 october 2017 and includes: the tissue and cultures have been found to have no growth of any form of bacteria. The surgery was completed successfully on (B)(6) 2017.

Event description:
Patient had a loose femoral stem requiring revision. The stem was removed easily, the surgeon removed the bone from the shoulder of the implant and used the screw extractor to tap out the stem. There was little sign of o growth and he observed that the stem may have been undersized.